Event description:
It was reported that a lead had been replaced due to lead breakage. Three weeks later it was stated that the patient did not experience any specific symptoms. The broken lead was removed and replaced. Patient's outcome was described as "positive as of now." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
It was previously reported the lead end cap caused damage to the lead connector. The connection at the time of this report was good. Impedances and circuitry were intact. It was noted the healthcare provider (hcp) may need to program around the potentially damaged lead. There were no patient symptoms or injuries related to this event and the patient status at the time of this report was, ¿alive - no injury/no adverse event.¿

Manufacturer narrative:
Analysis of the stimulation lead (lot# v420219) found the conductors were broken within 10 centimeters of connector area. Analysis of the locking mechanism found no anomaly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_stimloc_acc, lot# unknown, serial# product type: accessory. Product ID 3387s-40, lot# v420219, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.